Manufacturer narrative:
The reported onyx remains implanted in the patient, therefore, device analysis cannot be performed. It is most likely that the reported conditions were patient related since the patient had clinical history of arteriovenous malformation and intracranial bleeding. However, the actual cause of the clinical experience cannot be conclusively determined. Linked MDR's 2029214-2018-00244, 2029214-2018-00251, 2029214-2018-00253, 2029214-2018-00254, 2029214-2018-00255. If information is provided in the future, a supplemental report will be issued.

Event description:
On the same day after onyx embolization procedure was performed at the left arteriovenous malformation (avm). It was reported the onyx was used per instruction for use. The dead space of the delivery catheter was filled with dmso. The physician paused about 90 to 120 sec between injections. The total volume of onyx injected was 5.5ml. There was no observable defect of the device. Medical record indicated the patient had full embolization of an avm without problem. Upon waking, the patient had deficit on right side of the body. A CT scan identified a left temporo-insular intracerebral hematoma which required emergent drainage. Peri-operatively, the patient had cerebral edema. The patient remained sedated, intubated, and ventilated. Post-operatively the patient had , urinary tract infection. Ventilator associated pneumonia and sepsis. The conditions were treated with antibiotics. The patient recovered. Upon hospital discharge, the patient was aphasic and with significant deficit on the right side of the body. It was reported about a year after the reported hospitalization and discharge, the patient could walk without assistance with mrs score of 2.